Event description:
It was reported that the patient underwent an initial surgery and subsequently required a reoperation approximately 3 months post-implantation due to proximal screw backout associated with pain. During follow-up approximately 3 months after the initial procedure, the surgeon noted that proximal screws in positions #1 and #3 had backed out of their proper position. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: ann ph nail rt 10x200 mm, #item 47249620009, #lot 3189233; ann blunt tip screw 4x40 mm, #item 47248604040, #lot unk. Therapy date: (B)(6) 2026. G2: foreign: event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.